Manufacturer narrative:
(B)(4). Analysis of the pump found great train anomalies with the motor. Corrosion and/or wear and/or lubrication were seen along with a stall due to shaft-bearing. Multiple motors stalls and recoveries were seen in the logs. The pump was received with a hard motor stall that never recovered. Significant residue and shaft wear on the upper shaft of gear 2 was found. Some residue was also found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly. Analysis of the catheter found no significant anomaly. The catheter was incomplete/ returned in segments. Conclusion: no longer applies to this event.

Event description:
It was reported the patient experienced withdrawal, nausea and vomiting. The pump was replaced. There was no patient injury and the patient recovered without sequela. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was hospitalized for nausea and vomiting. Subsequently the pump was replaced. It was noted the motor had stalled multiple times. The patient was doing well now, had a new pump and there were no problems with the new system.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0058167r, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the device was used to deliver compounded baclofen, fentanyl, dilaudid and clonidine. Other medications that the patient was taking at the time of the event included ambien, librax, methadone, zanaflex and zofran. It was noted the patient was allergic to stadol in relation to her medical history. The exact symptoms the patient was having were withdrawal symptoms; nausea, vomiting and increased pain. It was reported the patient went to the emergency room for the symptoms on (B)(6) 2013 not knowing the pump wasn't working. The patient's pump was then later replaced, with the same medication and they were doing better now as previously reported. The health care provider (hcp) reported the pump was replaced on 2013-07-01 which was conflicting with what date the device manufacturer registry had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.